Manufacturer narrative:
(B)(4).

Event description:
Patient had an unknown brand drug-eluting stent implanted. The patient was reportedly informed that the 2 previous stents they had implanted had "twisted and collapsed." The patient has been taking the plavix and aspirin regimen assigned. No patient injury reported.